Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient complained of instability. After reviewing xrays, dr thought there could be wear of insert leading to instability. Poly was implanted for 20 yrs, patient has bmi of 43. Fixed problem by increased 4mm in thickness using same style insert."